Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown shoulder humeral stem; unknown shoulder locking screws; unknown shoulder humeral cup.

Event description:
(B)(6) revision of reverse shoulder replacement: (B)(6) 2018. On friday (B)(6) 2018 jnj representative received a phone call from (B)(6) (ortho registrar for (B)(6) hospital) with an xray for a patient requiring a revision for removal of an unstable reverse shoulder ¿ delta xtend. Registrar explained to jnj representative over the phone that the humeral component is the unstable part. Registrar told jnj representative they did not want to remove the metaglene for fear of bone loss of the scapula, and that they wanted to replace the humeral component with a zimmer comprehensive. Jnj representative informed registrar that jnj representative had never seen or heard of that being done before but I would advise with my superior colleagues if it had been done. Jnj representative spoke with colleagues and became aware that if that we were to replace the humeral components with a zimmer comprehensive and keep our glenoid components this would be off label. Representative informed registrar on saturday 30/06/2018 that our system is not in any way compatible with the zimmer comprehensive system and I would not advise doing so. With that said registrar told jnj representative they still wished to do that. When jnj representative arrived at the (B)(6) on monday 2/07/2018 jnj representative organized the trays and made available the trays we were going to require to remove the humeral and glenoid components if required. Jnj representative and the rep from zimmer greeted the surgeon to find out his plan of action. He told us unfortunately the patient had an infected wound on her foot an thus we were now going to complete this as a two stage revision ¿ 1st: remove primary humeral components only and leave an antibiotic cement spacer to clear out infection; 2nd take out cement spacer and replace with original plan of delta xtend glenoid components with zimmer comprehensive humeral components. Upon initial incision of the patient it was found that her shoulder was also infected thus jnj representative advised them to remove the glenosphere to ensure there was no infection in the small pocket behind the component. When it was removed there was no infection found so three of the screws were replaced with new ones and the glenosphere was also replaced. For the humeral side, the plate was removed and metallosis tissue cleared, the delta xtend cemented humeral stem and poly were also removed along with the cables surrounding the bone due to an earlier peri-prosthetic fracture. Once all of this cleared there was very little proximal humeral bone remaining to work with and due to the infection a cement spacer was made from a rod with a zimmer comprehensive proximal body surrounded in cement. Once the stem was in place fixed distally, the zimmer reverse shoulder tray and poly were attached to the stem construct and the shoulder was reduced. Female patient (B)(6). The definitive components in the patient after the case are as follows: standard metaglene (not removed during case): locking screws ¿ 42, 36 and 24 (replaced originals with same size screws), anterior screw was not replaced, standard 38 mm glenosphere. Size 8 cemented stem removed, 38+3 poly removed. Zimmer comprehensive tumour proximal boy. Standard reverse tray. The 41 + 3 retentive cup ¿ this cup was used to cover the glenosphere in order to create stability. Although not compatible and was not advised by myself. The surgeons were aware that we do not recommend using 2 different systems and it was entirely their decision to do so.